Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found that the wireless battery module was inoperable due to a "will not connect" condition. This was caused by a failed radio printed circuit board. The device will be retired from use.